Manufacturer narrative:
Scheduled explant date: (B)(6) 2015. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information: the lens was returned for evaluation. Visual inspection of the lens found two optic pieces with a tear on one of the optic pieces, and portion of both haptic plates missing. Due to the condition in which the lens was returned further testing could not be performed. A sample from the same lot# 7441310 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. It is to be noted that the patient was (B)(6). The safety and effectiveness of this lens have not been evaluated in patients under 50 years of age per crystalens directions for use.

Event description:
It was reported that a pt has z-syndrome and capsular fibrosis. The lens was scheduled to be explanted. This event refers to the pt's left eye.